Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced event on (B)(6) 2025 where infusion set tubing came apart. The site was abdomen, and pump was in right pocket. Also, the infusion set was used for two days. No further information available.

Manufacturer narrative:
E1: patient city(B)(6). Patient country:united kingdom h11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.